Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 291510002, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that the patient's first implantable neurostimulator (ins) "wouldn't work well." It was stated that the patient felt stimulation where she should not have been feeling stimulation. It was noted that the trial was "perfect." The manufacture representatives reportedly "spent countless hours trying to get ins to work." It was stated that the patient had another ins placed at a later date. A supplemental report will be sent if any additional information is received. Reference manufacturing report 3004209178-2013-00602. A supplemental report will be sent with any additional information.